Event description:
It was reported that the customer had difficulty with her transmitter customer's blood glucose level was low in the 30's, 40's, and 50's mg/dl. Customer current blood glucose level was 120-160 mg/dl. Customer was wearing sof sensors. Customer had calibrations errors. Customer never got past the initialization period. Customer was unplugged from the minilink. Customer was unable to complete the troubleshooting because the call was disconnected. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.